Manufacturer narrative:
(B)(4). Concomitant products: guide wire: biotronik orsiro. Other: st. Jude medical pressure wire aeris. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and heavy calcification in proximal/mid left anterior descending (lad) artery. During insertion, the 2.25 x 8 mm xience alpine got stuck with a non-abbott guide wire; after approximately 50 cm on the guide wire, and approximately 10 cm after passing the y-piece. Therefore, the xience alpine and guide wire were removed together as one unit. A balance middleweight universal guide wire was used with a non-abbott drug eluting coronary stent to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position and remove the guide wire were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.